Event description:
While performing the annual performance verification on the puritan bennett 540 ventilators, it was discovered the power off while ventilating alarm test failed for four ventilators. The ventilators that failed the test had not been used for a prolonged time, but were connected to ac power so the internal battery could be charged. The power off while ventilating alarm is powered by a battery located on the alarm pcb. The alarm pcb battery charges while the ventilator is in: standby mode, ventilation mode, service mode. When a ventilator is not used for a prolonged time, the alarm pcb battery will not charge because is not placed in any of the above three modes. This leads to the failure of the alarm pc battery, which means this alarm may not function when in use if it has been discharged completely. The failure of the alarm to operate properly can lead to a pt safety issue, because the pt, nurse, or caregiver would not be notified if the power is turned off during ventilation. The vendor was contacted and asked: how long does it take the alarm pcb battery to discharge to a point where it cannot be recharged? (B)(6) with nellcor puritan bennett said he would send the question up through his management for an answer ticket (B)(4). The problem affects any puritan bennett 540 ventilator not used for a prolonged time. The ventilators are used in spinal cord and pt's homes. In pt's homes, a pt is assigned two ventilators, one for use and the other for standby. There is a potential problem for the alarm pcb battery to be discharged on the standby ventilator, since it is not being used.